Event description:
Event description cpi received information that this patient's device was oversensing with loss of capture. Suspect a probable insulation issue. The physician elected to do a lead revision. During testing of the negative myocardial screw-in lead, found that during movements of this lead, oversensing, no-capture. The positive myocardial lead test correctly. Both the myocardial leads were capped, and a bipolar sensing lead was implanted.